Manufacturer narrative:
(B)(4). Radiograph were received confirmed the event. Multiple attempts to gain additional information have been made, but no further information has been provided. The screw remains in the patient and has not been returned, and no further evaluation of the product can be completed at this time. The root cause of this reported event has not been determined; no conclusion can be drawn.

Event description:
Following a three level surgery consisting of anterior cervical plating from c4 to c7, the left c7 bone screw had reportedly backed out a few millimeters. Patient's activity level, compliance with post-surgical instructions and bone integrity are unknown. The patient is asymptomatic. Currently there is no plan for revision surgery and the surgeon will continue to monitor.